Event description:
It was reported that the patient received inappropriate therapy for possible atrial fibrillation (af) with rapid ventricular response (rvr). The rvr was classified by the implantable cardioverter defibrillator (ICD) as ventricular fibrillation (vf) and the patient received a shock. There was also atrial undersensing with small p waves noted during the at/af episode. The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).